Manufacturer narrative:
H3. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle appeared fine before using however after the blood work process was completed it was noticed the needle was bent and there was leakage reported as the needle did not puncture tubes properly. The following information was provided by the initial reporter: customer is reporting bent needle. Affected lot number 2342214. Customer stated chosen needle appeared to be fine, the blood work process went well but as the taken was taken out, patient's blood dripped onto the chair, floor, blood tubes, and their scrubs. It was then noticed the needle was bent inside therefore didn't puncture the tubes properly.

Manufacturer narrative:
Initial reporter email: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle appeared fine before using however after the blood work process was completed it was noticed the needle was bent and there was leakage reported as the needle did not puncture tubes properly. The following information was provided by the initial reporter: customer is reporting bent needle. Affected lot number 2342214. Customer stated chosen needle appeared to be fine, the blood work process went well but as the taken was taken out, patient's blood dripped onto the chair, floor, blood tubes, and their scrubs. It was then noticed the needle was bent inside therefore didn't puncture the tubes properly.